Event description:
Customer reported that while cutting the uterus during a c-section, shavings from the scissors fell inside the pt, no injury. Dr was able to remove all the shavings. On (B)(6) 2013, customer reported shavings did not occur. It was small silver from the center edge of one of the blades that was easily removed, no harm done. Event occurred sometime in (B)(6), no other details available.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.